Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited low out of range pacing impedance measurements. The patient will be scheduled for follow-up at a later date. No adverse patient effects were reported.